Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial right knee procedure, the trial bearing broke. There was no surgical delay or patient impact. The surgery was completed with a second device without incident.

Event description:
It was reported that during an initial right knee procedure, the trial bearing broke. There was no surgical delay or patient impact. The surgery was completed with a second device without incident.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Visual inspection of the returned device found it to exhibit signs of repeated use and confirms that the device is chipped and fractured. Not all fractured pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to normal wear and tear of the device from repeated use over time. The device has been in the filed for approximately ten years and three months and it is unknown how many times the device has been used. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.